Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.00/1.0/082 (sphere/cylinder/axis) was implanted into the patients right eye (od) as a replacement lens on (B)(6) 2023. Low vault was still observed. The lens remains implanted to date. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2024-01632 for initial lens.

Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5- the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.00/1.0/082 (sphere/cylinder/axis) was implanted into the patients right eye (od) as a replacement lens on (B)(6)2023. Low vault was still observed. In a separate visit the lens was exchanged for a longer length and the problem was resolved. D6b- (B)(6) 2024. Claim# (B)(4)